Event description:
It was reported that while the surgeon was using the universal modular electric/battery double trigger handpiece the surgeon had to use force to drill the keel of the tibia or a j&j knee prosthesis, during which the drill stopped. It was also reported that after the surgery, the operating room nurse found a part of screw. There was no report of pt injury or medical/surgical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.